Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a couple of broken instruments were discovered during routine inspection with no specific patient involvement. When the devices were being evaluated by the manufacturer, it was noted additional instruments were also broken. This is report 3 of 4 for (B)(4).